Event description:
An implantable pulse generator (ipg) system was returned from an unknown funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post implant of the device system approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the helix was distorted/bent. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.